Manufacturer narrative:
(B)(4) after further review of event and the fact there was no reported open sores or medical intervention; this complaint is not deemed reportable.

Event description:
After further review of event and the fact there was no reported open sores or medical intervention; this complaint is not deemed reportable.

Manufacturer narrative:
(B)(4). No investigation will be done as product code, lot or sample is available.

Event description:
The adhesive made end user skin sore so they ordered new dressing. Optifoam - latex free.